Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.